Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an MRI on (B)(6) 2014 and did not have the pump checked after the MRI. The manufacturer's representative interrogated the pump twice during the call and a motor stall recovery was noted with the date and time of the phone call. Telemetry mode/state was suspected. The patient reportedly had no symptoms and did not hear the alarm. The issue had reportedly been resolved. The patient's pump was intended to infuse dilaudid. It was later reported that the MRI was not performed because of the device. It was unclear if this was referring to a different MRI. The pump was reportedly working properly and the patient was doing fine at the time of report.